Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material split, cut or torn was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that when loading the balloon catheter onto the balloon, the wire punctured the balloon. Analysis of the returned device performed functional analysis by backloading the wire into the balloons guide wire lumen. It was noted that the balloon successfully loaded onto the wire with no resistance noted. It is likely that the balloon was incorrectly loaded onto the wire, resulting in the reported balloon tear and difficulty during advancement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the coronary artery. While advancing the 3.0x80mm armada 18 balloon dilatation catheter (bdc) over the guide wire, the guide wire would enter the balloon instead of the guide wire lumen. The balloon was noted to be torn. The procedure was completed using another balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.